Event description:
Upon removal the first drain was removed without incident. The second drain fractured approx 3 inches above the white drain ports. Pt was taken to surgery for minor surgery, drain section removed without difficulty.